Manufacturer narrative:
An alleged complaint was reported that a patient swallowed the kerr extrude middle body vps during the procedure on (B)(6) 2017. Patient experienced gastrointestinal complaints attributable to the impression material. A few days after the procedure patient underwent a surgical procedure on (B)(6) 2017 to remove the swallowed impression material. No information was provided in regards to weight, age, ethnicity and race. No information was provided in regards to lot number, therefore device manufacturing date could not be determined. The product involved in the alleged incident was not returned and no lot number was provided; therefore no further evaluation could be done.

Event description:
A complainant alleged a patient swallowed dental material, which caused bowel obstruction.